Event description:
It was reported that during an unknown procedure, the staples of posterior half circle malformed. The surgeon put some overstitches to close the tissue. The case was completed with a like device with no patient consequence.